Manufacturer narrative:
Patient initials and weight unknown. Patient age -reportedly in mid-twenties; exact age unknown. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that three (3) 1.5mm drill bits broke during surgery. Specifically, the drill bits continually snapped in half as the devices were being pulled out of a drill guide. After the first drill bit broke, the surgeon utilized two (2) more drill bits and encountered the same issue. There were three (3) drill bits utilized, all of which broke in half. After the third drill bit broke the surgeon did not need to use another drill bit. The procedure was completed successfully without further issues. There were no fragments generated and there was no patient harm or surgical delay. This is report 3 of 3 for (B)(4).